Event description:
Unomedical reference number (B)(6). Event occurred in the united states. It was reported that between 01-feb-2022 - 02-may-2022, a (B)(6) male child patient's infusion set's tubing detached/broken at the site connector and this issue occurred with five infusion sets. Therefore, his blood glucose level was between 250-400 mg/dl approximately at the time of the event. The infusion set had been used for 1 - 1.5 days approximately. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.